Event description:
Device issue: suture break and frayed. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after advancing the knot fully to the arterial surface with the snared knot pusher, as the slack was removed by pulling the non-rail suture, the suture broke and was frayed above the knot. The suture was removed; manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.